Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right ventricular (rv) lead exhibited non-capture. It was further reported that a clot was identified where the helix and body of the lead connect. The lead was not used and replaced. No patient complications have been reported as a result of this event.